Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. No frozen screen noted during battery installation. The time clock and battery out of limit alarm anomaly could not be verified due to no button response. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a frozen display the buttons would not respond. The blood glucose at the time of the incident was 234 mg/dl. The customer changed the battery and received a battery out limit which she was able to clear and stated the buttons were responding. The customer called the next day to report that she was unable to set the date, the act button would not respond and the screen seemed frozen. Blood glucose level was 241 mg/dl. It was advised to discontinue use of the insulin pump and revert to a back-up plan. The device was returned for analysis.